Event description:
It was reported that five days after implant, the patient experienced phrenic nerve stimulation at multiple vectors due to the left ventricular (lv) lead. The lv lead was reprogramming and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.